Event description:
It was reported by the pt that the pt underwent an anterior cervical procedure. Reportedly, sometime post op, the pt had an allergic reaction. The pt reportedly underwent testing for all of the metals in the plate and none of the test reflected an allergic reaction level of sensitivity, however, she experienced multiple symptoms, such as localized pain, roaming dervatitis, sudden onset joint paint, and insomnia, which are consistent with metal allergy. Pt reportedly tested with a toxic reaction to nickel. No revision surgery has been planned yet.

Manufacturer narrative:
(B)(4): neither the device nor applicable films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.